Event description:
An infusion pump with a failure code 810:04. The event was reported to have occurred during pt infusion. The hosp rep. Stated they have no record of any pt incident involveing the pump since the last baxter service event and no pt inury had been reported.